Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated surgery and did not put their ipg into surgery mode. Following the surgery the patient was unable to communicate with their ipg. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The reported observation of ¿ipg not communicating¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to the surgical procedure the patient stated having. Per clinicians manual arten600060791 rev. A - under warnings - there is sufficient documentation concerning the use of electrosurgery devices. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional follow up found the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
Correction: a4 - weight should have been 150 lb rather than 207 lbs as originally reported.